Manufacturer narrative:
Date of event/therapy date was sometime in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were four (4) homechoice cassettes that leaked from the patient line. This was noted during the set up for peritoneal dialysis therapy, in prime prior to patient connection. The leaks happened without the cap being removed from the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Four (4) actual samples and twelve (12) retention samples received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed on the four (4) actual samples with the naked eye. Visual inspection did not identify any abnormality in the pull ring cap, connector, tack weld of the patient line, tubing or the cassette that could contribute with the reported problem. The lines did not have all their tip protectors in the spikes. The lines were collocated in the organizer in order to perform a functional test. The functional test was performed on the homechoice and homechoice claria cyclers obtaining satisfactory results; the cycles were completed with all four actual samples. A visual inspection of the retention samples was performed on the twelve (12) retention samples and passed. The reported condition was not verified during visual inspection and functional testing. Should additional relevant information become available, a supplemental report will be submitted.